Manufacturer narrative:
During preliminary evaluation of the devices, the I/c balloon bond was found to be separated on the delivery system. The delivery system spring was stretched, the balloon wings were bent back, and severe flex tip gouges were observed. The investigation is ongoing.

Manufacturer narrative:
(B)(4). The investigation into the valve movement on balloon is ongoing. Per the instructions for use (IFU), permanent or transient neurological events including stroke and cardiovascular complications, including perforation or dissection of vessels which may require intervention, and embolization including air, calcific valve material or thrombus are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Pre-procedure screening and assessment of the access artery internal diameters will enable the clinician to determine if the sapien valve can be delivered safely. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Embolization including air, calcific valve material or thrombus is listed in the instructions for use (IFU) as a potential risk associated with the overall tavr procedure. Mesenteric infarction results when there is inadequate blood flow to the small intestine. The incidence of mesenteric infarction is infrequent, approximately 1 in every 1000 hospital admissions. The most common cause is an arterial embolus. Contributing risk factors include use of steroids, a hypo perfusion state, peripheral vascular disease, cerebrovascular insult, use of intra-arterial balloon pump. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the stroke could not be confirmed, but the mechanism described above may be contributing factors; it is also possible that calcific debris could have traveled throughout the body during the rotablator procedure, causing the stroke. Investigation results suggest/indicate the intimal tear to the subclavian artery may have been caused during the arterial grafting procedure/rotablator procedure at the beginning of the case but not known until devices were removed from the access artery. The mesenteric infarct and potential contributing factors could not be confirmed but also could be a result of calcific debris associated with the rotablator procedure. It is also possible that the extended time on bypass, low blood pressure and/or embolic material traveling to the mesenteric artery during manipulation of devices during the lengthy tavr procedure could have caused/contributed to the mesenteric infarction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions required.

Event description:
Prior to implant of a 26mm sapien 3 valve in the aortic position via right subclavian/axillary approach, the patient was placed on bypass via an arterial graft in the right axillary in order to do a complex pci on the left main coronary artery (rotablator procedure and stent). After that portion was completed, the patient was taken off bypass and the right axillary cannula was used as a graft access. A 16f esheath was used with a 26mm sapien 3 valve. Everything went well up to the point of withdrawing the flex catheter back from the valve. When withdrawing the flex catheter back, the valve moved off the balloon. Several troubleshooting maneuvers were performed including resetting the catheter (performed no less than 12 times) and using the end of the esheath to help position the valve. Troubleshooting was unsuccessful and the decision was made to not attempt to deploy as the team felt that it was too high a risk with the valve not properly positioned on the balloon. All the devices were removed as a unit. Due to the extended length of the procedure, it was decided to not attempt valve deployment with another valve and delivery system. Upon removal of devices, some intimal tearing to the subclavian artery was noted. The patient was non-responsive after general anesthesia and was thought to have suffered a stroke; the patient became acidotic and was thought to have also experienced a mesenteric infarct, although further testing was not performed for differential diagnosis. One day post procedure the patient expired. The exact cause of death is unknown, but thought to be non-valve related. During de-airing, the balloon was partially inflated around 20%. There was no difficulty inserting/advancing the delivery system through the sheath. The valve moved back proximally with the flex tip every time it was withdrawn. The valve moved back to the point that the distal end of the valve was flush with the middle marker. There was no difficulty with valve alignment and/or fine adjust, all the difficulty was encountered each time the flex catheter was withdrawn. There was not an abnormal amount of tension experienced. The system was not torqued or heavily manipulated.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences fully inserted through the sheath and the valve was crimped on the inflation balloon. During visual analysis it was observed that the crimp balloon was torn proximal to its bond to the inflation balloon, the wings of the inflation balloon were bent back, and there were severe gouges present on the flex tip. During dimensional analysis, the double wall thickness measurements were taken on the crimp balloon along the balloon tear and were found to meet specification. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and previously documented in a pra. Returned imagery show that the access vessel did not contain significant sections of straight anatomy. Per the device training materials, valve alignment should be done in a straight section. If the valve alignment process was performed in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. The severe gouges that were observed on the flex tip of the returned device are indicative of high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Per the report, not a lot of tension was seen as valve alignment was repeated, suggesting that the balloon was already torn at this stage of the procedure. Once the balloon tore, attempts to complete valve alignment would have compressed the balloon distal to the valve, shifting the valve forward relative to the marker bands and making the valve appear to be aligned. However, retracting the flex catheter would have caused the balloon to decompress and shift the valve proximally. This would give the appearance of the valve moving on the balloon. Available information suggests the root cause for the reported events can likely be attributed to patient and/or procedural factors. During the manufacturing process, the entire delivery system (including the crimp balloon inflation balloon, and nose tip) was visually inspected and tested several times. The balloons are 100% inspected for wall thickness and visual defects. The crimp balloons are 100% dimensionally inspected. The crimp balloon to inflation balloon laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. During final inspection, 100% distal to proximal visual inspection by both manufacturing and quality is performed. The commander delivery system is 100% leak tested and, post-leak test, there is a visual inspection of the balloon catheter. Additionally, the work order underwent product verification testing on a sampling basis. During testing, the device was visually inspected for physical defects or damage, tested for balloon burst pressure after fatigue, and visually inspected for tears or separation in the inflation/crimp balloon bond. The inflation balloon/crimp balloon bond was tensile tested. No failures occurred during product verification testing and the lot was released. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The complaint for balloon ¿ torn and delivery system ¿ valve movement on balloon were confirmed based upon the visual inspection of the returned device. The device did not reveal a manufacturing non-conformance. Review of complaint history, lot history, and device history record (DHR) did not identify any evidence of manufacturing non-conformance. A review of manufacturing mitigation supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. In this case, it appears that the reported subclavian artery dissection was likely related to procedural factors (device manipulation). Available information suggests that patient and/or procedural factors may have contributed to the events. A review of the complaint history revealed that the occurrence rate did not exceed the april 2018 control limit for the applicable trend categories. Per management discretion, a pra was previously initiated to document and assess the balloon torn issue and its associated risks. For the same reasons, a pra and a CAPA were previously initiated as well for further investigation, product risk assessment, and potential corrective/preventive action(s) related to delivery system ¿ valve movement on balloon. Since no product non-conformances or IFU/training inadequacies were identified, and the respective trend categories do not exceed control limits, no further corrective or preventive action are required at this time.